Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened and creased act dome switch. Unable to perform functional testing due to unresponsive buttons response. The insulin pump has cracked case at the display window corners, display window, reservoir tube, reservoir tube window, battery tube threads and minor scratched lcd window.

Event description:
A customer reported via phone call that they had issues with the buttons on their insulin pump sticking causing over dosage during priming. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.